Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from their left ventricular lead. The device was programmed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; d314trg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).